Event description:
It was reported by svc report that the pt left head rail was stuck in a raised position and would not lock. The power cord was also damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail timing link, missing ground prong.